Event description:
New information received notes that review of the patient's past follow-up records indicated a lead dislodgement prior to the complaint of loss of capture.

Event description:
New information received notes increased rv threshold was observed. The device was re-programmed successfully.

Event description:
It was reported that during follow-up, after the implant, no capture was observed. The lead was repositioned. Later, high capture thresholds were observed. The physician re-programmed to high output setting. The patient has a minor hematoma.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.